Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(6) - the dentist reported that after 6 months dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, fenestration occurred during surgery and bone graft was executed.